Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting a no delivery alarm on the insulin pump. Customer stated that she was trying to fill the tubing and kept getting a no delivery alarm. Customer's blood glucose was 231 mg/dl at the time of the incident. Customer stated that the issue occurred yesterday and the set has not been out for over 24 hours. Customer was recommended to assemble a new reservoir and infusion set. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm occurred during manual prime. Customer was not able to troubleshoot at the time of the call. Customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that she was able to get a 18 unit bolus started. Customer stated that the pump did not alarm no delivery with manual prime during troubleshooting. Customer was advised that changing the reservoir resolved the issue.